Event description:
The customer ran a control test on the contour next link meter and received an out of range result of 167 mg/dl. The meter did not automatically mark it as a control test and the reading was set to the insulin pump. No insulin was dispensed. No adverse event was alleged. The customer is expected to return the control solution for evaluation. Replacement meter, control and strips were sent.